Event description:
International affiliate reports the pt has nph and had this hakim programmable valve implanted 6 months ago. The surgeon had changed the pressure twice previously with success and on this occasion was unable to change it. The pt's ventricles continued to enlarge. The device was explanted and replaced.